Manufacturer narrative:
Investigation description: complaint and damages confirmed.

Event description:
It was reported that the ilet pump was dropped after falling from a pocket, resulting in a cracked screen and an unresponsive touchscreen. Symptoms included no injury. Outcomes included no clinical impact requiring medical care and continued ability to use cgm via the dexcom app or receiver. Investigation included complaint review, user interview, and replacement with return of the original device for evaluation. Investigation of this case revealed physical damage to the display from a drop with loss of touchscreen function. It was concluded that the device was damaged by accidental impact, and a replacement was provided with instructions to shut down the device, sync to the mobile app if possible, prior to return, and return the damaged unit using the supplied shipping label.